Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed automatic mode switch and oversensing due to noise on atrial lead. No changes or intervention was performed due to low atrial sensing. The patient condition was stable.